Event description:
The below report was received by health authority (reference number: (B)(4)) on 08-jul-2024. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure (ess205) inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), headache ("headache symptoms above her eyes") and mood swings ("mood swings"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed in 2023. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to abdominal pain, back pain, headache or mood swings. The reporter commented: complaints after application of the essure method in 2007: headache symptoms above her eyes, mood swings, abdominal pain and back pain. Essure is removed in 2023. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) on 08-jul-2024. The most recent information was received on 18-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), headache ("headache symptoms above her eyes") and mood swings ("mood swings"). The patient was treated with surgery (to remove essure). Essure was removed in 2023. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, back pain, headache or mood swings. The reporter commented: complaints after application of the essure method in 2007: headache symptoms above her eyes, mood swings, abdominal pain and back pain. Essure is removed in 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-jul-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.